Manufacturer narrative:
In regard to this complaint logfiles and a picture were provided for review and a panel pc was provided for investigation. Review of the pictures confirmed the reported issue. Visual inspection of the returned module revealed scratches on the front enclosure; however, the complaint could not be reproduced during functional inspection. The error message #17887-3 is related to an unexpected change in the windows registry however the exact cause of this change could not be identified. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva nexus surgical system are included in the analysis (nx-mo-black-*). Since 2022 more than 320.000 surgeries have been performed with the eva nexus surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We were informed that during a core vitrectomy procedure, the monitor on the system froze. They attempted to resolve the issue by powering the machine off and on again. Upon reboot, the screen remained black, displaying an error message: #17887-3. As a result, the procedure was prolonged while a replacement nexus unit was brought in. No report of patient/user harm. However, the procedure was prolonged due to this event.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We were informed that during a core vitrectomy procedure, the monitor on the system froze. They attempted to resolve the issue by powering the machine off and on again. Upon reboot, the screen remained black, displaying an error message: #17887-3. As a result, the procedure was prolonged while a replacement nexus unit was brought in. No report of patient/user harm. However, the procedure was prolonged due to this event.